Manufacturer narrative:
The device was inspected on-site by a dräger service engineer. The reported ventilator failure could be confirmed and traced back to a malfunction of one of the pressure sensors that are used for self-monitoring of the anesthesia workstation. The device model is equipped with a piston ventilator, and to protect the patient from potentially hazardous out put and to prevent from damages to the ventilator unit, the pressure inside the piston is being continuously monitored during operation. If the sw detects an invalid sensor signal, the specified response is to force a safety shut-down of automatic ventilation and to alert the user by means of a corresponding alarm. Manual ventilation via the built-in breathing bag including gas dosage is further possible; the monitoring functionalities remain unaffected as well. Replacing the pcb in which the pressure sensor is embedded has put back the device into fully operable condition. Dräger finally concludes that the device has responded as designed to the underlying error condition. The field failure rate of the sensor is inconspicuous and accepted by the responsible quality board. Remark: earlier this year, the ventilator motor has been replaced due to beginning signs of wear and tear (sporadic instances of ventilator piston referencing check during the power-on self-test). The actual malfunction cannot be put into causal connection to the motor error or the dedicated repair measures.

Event description:
It was reported that the device posted a ventilator failure alarm during use and shut down automatic ventilation. The users switched immediately to another anesthesia workstation; no consequences for the patient have reportedly occurred.